Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 delivery system. The right common iliac artery was very tortuous distal to the aortic bifurcation resulting in a lateral position to the sheath; the physician reported difficulty advancing the sheath into the aortic bifurcation. The trunk-ipsilateral leg component was introduced via the left femoral artery with the handle positioned so as to cross the limbs of the graft. Once in situ, the device was positioned more with the limbs in an ap configuration. The physician was not comfortable rotating the device into the original position to cross the limbs due to concerns about stored torque in the catheter and twisting of the ipsilateral limb. The device was positioned infrarenally and deployed to the level of the contralateral gate. During attempts to cannulate the contralateral gate, the portable c-arm overheated and a replacement needed to be bought in. The patient was obese and the quality of the imaging was sub-optimal; a full lateral view could not be obtained. After multiple attempts over the next 2 hours, the physician decided to try to snare a through-and-through wire. Brachial access was achieved percutaneously and a catheter introduced into the descending aorta. An angiogram was performed to assess the position of the stent graft. The graft had slipped slightly and so was reconstrained and positioned at the level of the lowest renal. The graft was redeployed and the constraining system removed. The ipsilateral limb was deployed and extended with an 18 mm contralateral leg component to just proximal to the left iliac artery. The proximal edge of the trunk-ipsilateral leg component and overlapping areas were ballooned with a coda balloon. A soft wire and catheter were then positioned in the contralateral gate via the brachial access and a snare was introduced via the 14 fr gore dryseal sheath with hydrophilic coating in the right common iliac artery. Despite multiple attempts, the snare did not capture the wire; an up and over approach was also attempted, but this was also unsuccessful. After a total procedural time of over 5 hours, the physicians decided to stop the procedure. On (B)(6), the physician attempted to cannulate the contralateral gate using imaging in the x-ray department. However, the oblique views still resulted in compromised visualization of the contralateral gate. After attempting cannulization for 2 hours, the physician decided to convert the patient to an aui with a femoral-femoral bypass was then performed.